Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while the needle was being introduced in the trocar, the thread broke. The needle fell into the patient cavity and was retrieved. There was no patient injury.